Manufacturer narrative:
Okm m-bc investigation was based on narrative evidence due to no product return and no photographic evidence. Repair centre in china concluded that the castor most probably broke off during the transport from hospital back to olympus. Workstation is a loan unit and it was repaired to manufacturer¿s specifications by the respective repair centre. No further corrective actions are deemed necessary. Olympus keymed will continue to monitor this type of failure for trending purposes and implement necessary measures should this be required.

Event description:
A castor has broken off from a loan workstation. It was reported that 'the workstation was toppled over'.

Manufacturer narrative:
(B)(4) will request the broken castor is returned for further investigation. A further report will be submitted upon the completion of the manufactures investigation. Reported in an abundance of caution.